Event description:
A lawyer reported that one of his client's suffered a loss because of his metal on metal hip prosthesis.

Manufacturer narrative:
The information in this report was provided by an attorney. At this time, no additional information is available.